Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 20mm amplatzer amulet occluder was successfully implanted in a patient. On (B)(6) 2022. The patient experienced respiratory distress. On (B)(6) 2022, the patient presented with a rash and swelling of the lips. The patient was administered polaramine and steroids, but their symptoms did not improve. The patient was hospitalized, a transesophageal echocardiogram was performed, and a 20mm circumferential pericardial effusion was discovered. It was noted that during hospitalization the patient's blood pressure had dropped, but stabilized after administering effortil and saline loading. A pericardiocentesis was performed from the epigastrium to address the cardiac tamponade that developed. 300ml of blood was drained, and a drainage tube was inserted. The patient was sent to the cardiac care unit, where after about 3 hours of drainage the patient recovered from the cardiac tamponade. On (B)(6) 2022, the patient's pericardial effusion was noted to have reduced to 3mm and the drainage was stopped completely. It is believed that the cause of the pericardial effusion was related to a covid-19 vaccination related pericarditis. The pericardial fusion was noted as bloody, but it was noted to have been venous blood. It was also noted that 24 hours after the pericardial drainage the pericardial effusion worsened. It was noted that the patient was given their 4th booster shot for covid-19 on (B)(6) 2022. The patient's first three vaccinations were from moderna, but their fourth was from pfizer. It is believed that the patient developed an allergic reaction to the pfizer covid-19 shot, that resulted in their rash and swollen lips on (B)(6) 2022. The patient was still hospitalized, but stable at the time of report.

Manufacturer narrative:
An event of respiratory distress, circumferential pericardial effusion causing drop in blood pressure, and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 20mm amplatzer amulet occluder was successfully implanted in a patient using a 14f amplatzer steerable delivery sheath. After the procedure, the patient was on 100mg asprin and 75mg clopidogrel from (B)(6) 2022 to (B)(6) 2022. On (B)(6) 2022, the patient experienced respiratory distress. On (B)(6) 2022, the patient presented with a rash and swelling of the lips. The patient was administered polaramine and steroids, but their symptoms did not improve. The patient was hospitalized, a transesophageal echocardiogram was performed, and a 20mm circumferential pericardial effusion was discovered. It was noted that during hospitalization the patient's blood pressure had dropped due to the effusion, but stabilized after administering effortil and saline loading. A pericardiocentesis was performed from the epigastrium to address the cardiac tamponade that developed. 300ml of blood was drained, and a drainage tube was inserted. The patients effusion was noted to have reduced in size. The patient was sent to the cardiac care unit, where after about 3 hours of drainage the patient recovered from the cardiac tamponade. On (B)(6) 2022, the patient's pericardial effusion was noted to have reduced to 3mm and the drainage was stopped completely. It is believed that the cause of the pericardial effusion was related to a covid-19 vaccination related pericarditis. The pericardial fusion was noted as bloody, but it was noted to have been venous blood. It was also noted that 24 hours after the pericardial drainage the pericardial effusion worsened. It was noted that the patient was given their 4th booster shot for covid-19 on (B)(6) 2022. The patient's first three vaccinations were from moderna, but their fourth was from pfizer. It is believed that the patient developed an allergic reaction to the pfizer covid-19 shot, that resulted in their rash and swollen lips on (B)(6) 2022. The patient is reported to be fully recovered. Subsequent to the previously filed report, additional information was received that the device was implanted using a 14f amplatzer steerable delivery sheath. It is believed that the pericardial effusion caused the sudden drop in blood pressure. After the first drainage the patients effusion was noted to have improved. Transesophageal echocardiogram and computed tomography scans showed that there was no left atrium wall injury. However, the transesophageal echocardiogram revealed a transient asynergy of the inferior wall of the patient's left ventricle. There was no complication of myocarditis and the patient's creatine kinase levels were not elevated. It was also noted that it was difficult to evaluate the patient's heart rhythm due to being on ventricular pacing. The patient has recovered completely. There was no allegation of malfunction against the 20mm amplatzer amulet occluder or procedure.